Event description:
Reporter alleged when going to a routine doctor appointment obtained a discrepant blood glucose comparison of 180 mg/dl on her advantage system compared to the doctors measurement of 84 mg/dl when testing was performed 5 minutes apart. No report of any actions that were taken or treatment that was received. A request had been made for the return of the suspect product and replacement product had been sent.